Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that after penetrating the meniscus, the surgeon lost the first t-implant (the wire removed from the t-implant) so he could not use the ultra fast-fix. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system returned. The complaint stated: "it was reported that after penetrating the meniscus, the surgeon lost the first t-implant (the wire removed from the t-implant) so he could not use the ultra fast-fix. A backup device was available to complete the procedure with no major delay or patient injuries." The blue split cannula was not returned. The depth limiter was not returned. T1 was not returned. At its location is a torn frayed end of suture. T2 and balance of suture were within the needle track but not yet fully advanced into position for stripping off the tip. If t1 were attempted to strip off the needle but not yet fully advanced, the suture may have become torn in this fashion. No root cause related to the manufacture of the device was established. Updated.